Event description:
Customer reported receiving a motor error alarm during the manual prime and stated that his blood glucose readings were high. Customer stated that the insulin pump will not give him a bolus. Customer's blood glucose reading at the time of the call was 424 mg/dl and will be treating with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.